Manufacturer narrative:
The associated complaint device was returned and evaluated. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. A lab analysis indicated that the insert was fully locked into the tibial tray and the footprint of the femoral component seems central with respect to medial and lateral troughs of the insert. The yellowish tints on the inferior and superior surfaces of the tibial insert were likely due to the absorption of the biological fluid into the insert. There were dimples in the trough of medial and lateral condyles indicating bone chips or cement particles being pressed into the plastic by the femoral component. The deformation to the bottom surface of the insert likely happened during removal of the insert. No manufacturing deviations were noted during this investigation. A clinical analysis indicated that insufficient clinically relevant documentation was provided to perform a thorough medical assessment; however, the root cause of the patellar fracture and subsequent need for revision was most likely the reported traumatic fall. The patient impact beyond the revision procedure itself cannot be concluded. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the patient underwent a revision surgery due to a fall, patient suffered a patella fracture. The liner was also changed (large amount of wear on the poly liner).